Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 12am. The patient reported blood glucose results of "21 mg/dl" with the subject meter and "215 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. An hour after the start of the alleged product issue, the patient claimed he felt symptoms of tired and confused. At that time, the patient took his usual dose of medication (based on his sliding scale). At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow up #2- 08/09/2012 device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on [(B)(6) 2012] with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/25/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.